Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 524 mg/dl. The customer¿s other blood glucose was over 400 mg/dl, 410 mg/dl, 424 mg/dl and 205 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer was using the auto mode feature. Customer declined to troubleshoot for high blood glucose value. Customer also stated infusion set cannula was bent. The device will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.